Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode on the first sensor after removal and needle on the second sensor was shorter than usual. Customer's blood glucose level was 8.9 mmol/l. Customer reported that the needle did not stayed in the skin. The sensor will not be returned for analysis.